Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found the top case was chipped in the corner. A super cap post error was noted in the event history log of the pump. The reported customer complaint was confirmed upon power up of the device. The main board was replaced as a result; problem source has been determined to be the design of the device.

Event description:
Information was received that device had malfunction error. Incident occurred during preventive maintenance; no patient involvement.